Event description:
The customer reported that the device failed in testing. This was later clarified by the philips field service engineer to be that the device failed to shock when attempting to test the defibrillation function.

Manufacturer narrative:
The customer reported that the device failed in testing. This was later clarified by the philips field service engineer to be that the device failed to shock when attempting to test the defibrillation function. Philips evaluated the device and found that it was not able to deliver a shock and that it failed the opcheck test. Replacing the therapy pca resolved the failures.